Event description:
"On (B)(6) 2011, the (B)(6) at maquet-dynamed in (B)(4) reported that the hcu 30 serial number (B)(4) had a too large ice block. The customer tried to do ice calibration but there was an error message during the process and the unit was restarted. After turning the device back on, there was no ice building. Errors 1016,1048,1064,3016,3048 were reported during start-up test. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4)."